Event description:
The customer reported that during patient use, the autopulse platform (sn (B)(6)) displayed " system error, out of service, revert to manual CPR" error message after performing some compressions. Manual CPR was performed. No impact or consequence to the patient.

Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(6)) displayed " system error, out of service, revert to manual CPR" error message" was confirmed based on the review of the archive data and during functional testing. The root cause for the reported complaint was a communication error between the drivetrain motor and the processor board. The autopulse platform was manufactured in 2013 and is more than 10 years old, past the expected service life of 5 years. Visual inspection of the returned platform was performed, and no physical damage was observed. The power distribution board revision was up to date and the brake gap was within specification. The archive data review showed the occurrence of system error - 132 (internal watchdog timeout), thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device, thus, confirming the reported complaint. The apvision software was used to clear the system error message. Following this, the autopulse platform passed the functional testing without any fault or error. As a precautionary measure, replacement of the processor board is recommended as there may have had some intermittent issue that could not be directly identified during the functional testing. The customer declined the service repair. Therefore, no service was performed, and the autopulse platform will be scrapped by zoll germany. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse with serial number (B)(6).